Event description:
A patient reported blood glucose results of 6.8 mmol/l, 9.2 mmol/l, 6.2 mmol/l, 11.9 mmol/l and 12.3 mmol/l with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.